Event description:
On (B)(4) 2015, cormatrix received details of an event involving the use of a cormatrix ecm device. A journal article titled, "tissue reaction to porcine intestinal submucosa (cormatrix) implants in pediatric cardiac patients: a single-center experience" published in 2015 in the society of thoracic surgeons was discovered during a periodic literature review. All surgical procedures described within the article were performed "between 2008 and 2012." This report is being submitted to document case information for patient 6. Details of the event are provided below. It was reported that a 3 month old male patient with tetralogy of fallot and cyanosis underwent a transannular repair. A 3-leaflet pulmonary valve was created using cormatrix material. An intraoperative transesophageal echocardiogram showed a functional neopulmonary valve. At age (B)(6), the patient was found to have severe pulmonary stenosis, which failed balloon dilation. A reoperation, there was severe fibrosis and no identifiable pulmonary valve leaflets. A size #19 bovine pericardial valve was inserted, and the main pulmonary artery was enlarged with a piece of bovine pericardium. The patient recovered but subsequently required another pulmonary valve replacement for endocarditis, and the clinical source was unremarkable.

Manufacturer narrative:
No sample was returned for evaluation. Cormatrix has requested additional information from the paper's authors regarding this event. Although the exact product information was not available, the repair was likely performed using the cormatrix ecm for cardiac tissue repair. The use of the cormatrix ecm to construct heart valves is not an FDA cleared indication. This is an off-label use of the cormatrix ecm for cardiac tissue repair product, which is indicated for use as an intracardiac patch or pledget for tissue repair (i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc.) And suture-line buttressing. The IFU for the cormatrix ecm for cardiac tissue repair lists a potential complication as "acute or chronic inflammation." The IFU also states, "device must be sutured to viable native tissue" and "place the edge of the cormatrix ecm in contact with viable tissue." Exact details regarding the implant and explant procedures are currently unavailable. The article generalized the implantation process as follows: the patch was soaked in saline for 10 minutes. All anastomoses were performed using fine nonabsorbable sutures. The trileaflet pulmonary valve was reconstructured out of a cormatrix tube with a continuous suture at the base forming the annulus of the neopulmonary valve and 3 anchoring nonabsorbable sutures at the opposite edge as commissures. Implant information suggests that portions of the constructed ecm pulmonary valve had free edges along the leaflets that were not fully sutured on all edges to viable native tissue as instructed in the product IFU.